Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alert suspended insulin delivery while customer was sleeping. Tandem technical support (cts) reviewed pump data and an auto off alarm was identified. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.